Event description:
It was reported that a spectrum pump had an issue of failed accuracy test multiple times. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. :(B)(4). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and was found to deliver within specified range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The customer testing setup and equipment are unknown. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.